Event description:
It was reported that a male patient was implanted on an unknown date with a clavicle locking compression plate (lcp) and screw fixation. On an unknown date, it was noted that a non-union had developed. The patient returned to the operating room on (B)(6) 2014. The surgeon removed all original implants reported as a 3.5 millimeter lcp superior anterior clavicle plate with lateral extension, three 3.5 cortex screws and five 2.7 locking screws. The patient was revised to a 3.5 clavicle hook plate fixation. The procedure was successfully completed with no reported delay to the surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Without a lot number the device history record review could not be completed. Original implant date, unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.